Manufacturer narrative:
The recipient reportedly experienced skin flap break down and device extrusion. The recipient was not reimplanted. The external visual inspection revealed that the silastic overmold was sliced at the electrode lead. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient is reportedly healing well. This is the final report.

Event description:
The recipient's device was reportedly explanted due to a thin skin flap.